Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® gold-tite® hexed screw (iunihg) was not returned. Since product hasn't been returned, visual/functional inspection could not be performed. Review of appropriate documentation: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 08/18; torque matrix - internal connection. DHR review, sterilization record review and complaint history review could not be performed as the lot number associated with the reported product is not available. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months. The complaint history review revealed that no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device was found. Complainant reported that the iunihg screw loosened pre maturely, in less than one year. It was torqued to 20 ncm. All tools and products were used as prescribed and per protocol. The product was not returned and evidence of malfunction that correlates with the complaint description could not be verified. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the iunihg abutment screw loosened in the patient's mouth.